Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caregiver reported on behalf of a customer, whose adc freestyle libre reader casing was cracked and was subsequently unable to obtain readings. Customer reported experiencing "hypo seizure" symptoms and had contact with a healthcare provider, who diagnosed them with hypoglycemia. The customer was given intravenous glucose as treatment. There was no report of death or permanent injury associated with this event.

Event description:
Caregiver reported on behalf of a customer, whose adc freestyle libre reader casing was cracked and was subsequently unable to obtain readings. Customer reported experiencing "hypo seizure" symptoms and had contact with a healthcare provider, who diagnosed them with hypoglycemia. The customer was given intravenous glucose as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed on the returned reader, observed that the reader was cracked and damaged heavily at the bottom portion of the device. Damage was determined to be caused by misuse, therefore this issue is not confirmed to use.